Event description:
The hospital reported that at the completion of coronary artery bypass graft surgery, the seal did not fully unravel upon removal. The surgeon removed the heartstring through the suture bite without tearing the anastomosis. No pt complications were reported by the hospital.